Manufacturer narrative:
Eval reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the product was removed in pieces, and these pieces have not been returned to medtronic for eval. Review of the device history record shows that this product met mfg specifications when released for distribution. The health care professional indicated that high pulmonary pressures were likely the cause of the dilation of the conduit. To date, this product has not been returned for analysis. No adverse pt outcomes were reported.

Event description:
Medtronic received info that at 3 months post implant, this 12mm bovine valved conduit had dilated to 19mm. Associated with this dilatation was moderate insufficiency and elevated rv pressures. Peak gradients through the conduit was noted to be 21mmhg (peak), with a 10mmhg mean gradient. At 6 months post implant, the device was observed to have dilated to 22mm. Invasive diagnostics found the distal gradients to be slightly decreased, with a further increase in rv pressures. Insufficiency was observed to be moderate. The decision was made to explant and replace the conduit with a homograft. It was reported that the dilation of the conduit was most likely due to the increased pulmonary resistance. However, device relatedness could not be completely excluded. No adverse pt effects were reported.